Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10:30pm on (B)(6). The patient reported obtaining blood glucose readings of "400 and 265mg/dl" on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported developing symptom of "sweating" around one hour later. The patient reported self-treating this symptom with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia while using the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.